Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
A patient on peritoneal dialysis (pd) contacted customer support requesting assistance with bypassing out of drain 0. There were no reported issues with the fresenius cycler during the call. Rather, the patient stated they were just released from the hospital and was empty and received a drain complication message. There were no recorded allegations that the hospitalization was related to any issues with fresenius device, or product. The patient was assisted to bypass into fill 1. The patient¿s pd nurse stated there is no documentation the patient was hospitalized. No further information is available despite multiple attempts to follow-up with the patient.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient on peritoneal dialysis (pd) contacted customer support requesting assistance with bypassing out of drain 0. There were no reported issues with the fresenius cycler during the call. Rather, the patient stated they were just released from the hospital and was empty and received a drain complication message. There were no recorded allegations that the hospitalization was related to any issues with fresenius device, or product. The patient was assisted to bypass into fill 1. The patient¿s pd nurse stated there is no documentation the patient was hospitalized. No further information is available despite multiple attempts to follow-up with the patient.